Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. No pt injury was reported.

Event description:
The customer reported the system displayed several errors and would not complete boot up. No pt injury was reported.